Event description:
The customer contacted stryker to report that their device would not charge the battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h6, results code grid of the initial medwatch report indicates: inappropriate material, 202; section h6, results code grid of the initial medwatch report should indicate: energy storage system problem, 131. Section h6, conclusion code grid of the initial medwatch report indicates: cause traced to manufacturing, 25; section h6, conclusion code grid of the initial medwatch report should indicate: cause traced to component failure, 4307. Section h7, remedial action initiated of the initial medwatch report indicates: recall; section h7, remedial action initiated of the initial medwatch report should indicate: blank. Section h9, correction/removal rpt number of the initial medwatch report indicates: 3015876-10/13/2023-001-r; section h9, correction/removal rpt number of the initial medwatch report should indicate: blank. Section h11, additional mfg narrative of the initial medwatch report indicates: stryker evaluated the customer device and able to verify and duplicate the issue. Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries. Section h11, additional mfg narrative of the initial medwatch report should indicate: stryker evaluated the customer device and was able to duplicate the issue. Stryker determined that the cause of the reported issue was a faulty ac power adapter (acpa). The customer placed an order for a new acpa. Subsequently, the device was returned to service at the customer.

Event description:
The customer contacted stryker to report that their device would not charge the battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer device and able to verify and duplicate the issue. Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries.